Event description:
A customer experienced a pdm hazard alarm and the "pdm kept resetting itself." The customer's father reported that he had to reset the basal program and insulin to carbohydrate ratio as these numbers changed due to the pdm resetting itself. The customer's blood glucose "went up to over 500mg/dl" so she went to her hcp's office. We do not know specifically what medical intervention was provided, but it was reported that the customer was also hospitalized due to this event high blood glucose. No additional info relating to the hospitalization was provided. Her father stated that she will administer insulin manually while waiting to receive her replacement pdm. The product will be returned for eval.

Manufacturer narrative:
The product was returned for eval and found to be functioning as intended. The existing basal programs ran according to specifications and the correct amount of insulin was delivered in the lab. No malfunction or product defect was found that would have caused or contributed to the customer's high blood glucose. An alarm is a safety measure of the device and not a malfunction; it is designed to alert the customer to a product condition which requires attention. In this instance, the hazard alarm occurred because the pdm was being reset while simultaneously undergoing a programming change. Evaluation results show that the pdm was operating normally and that the alarm occurred as a result of user interaction with the pdm. The lot was reviewed and was found to have met all acceptance criteria.